Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production or sterilization process of the mentioned lot. Two another complaints have been received on the lot and nature. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 , manufacturing site: 3005778470.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
Consumer states "he has used this particular catheter for "well over a year now". Has started catching since 2007 following a sci where he fell off his roof but he is able to walk. Caths 4 x a day. He said occasionally in the past few months he would have this issue now and then with this product but in his most recent orders especially with this particular lot the vast majority of them, but not every single one, he notes are having issues with the paper part of the packaging. He said they will permeate through and then leak out the bottom shortly after bursting water sachet. Sometimes when he goes to peel them open the paper will tear as well, stating when he tries to separate it, the front of the paper tears and many do not peel apart evenly. He said as soon as he bursts the water sachet to prep it, he then hangs it with the sticky dot on the back on his counter and he will notice the water permeating through the paper backing and then he will remove it to use it. By the time he is catching it is already leaking out the bottom onto his floor. He said when the leaking occurs, "at most, it can't be more than a couple minutes" confirming he uses the catheter within the 1-2 minute time frame after bursting water sachet. He said the catheter gets sufficiently lubricated prior to use and no harm with use. He said this is "more of a nuisance" to him and at first he ignored it but now with so many like this he wants to switch to a different product entirely. He said he already has alternative samples on the way for him to try."